Event description:
It was reported that during surgery the surgeon had difficulties impacting the articular surface. Surgery was delayed for an unspecified amount of time.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Testing has shown that the articular surface locking mechanism can be somewhat sensitive to following the proper surgical technique. If the posterior tabs are fully engaged prior to impaction, this issue should have a lower rate of occurrence than what is currently being experienced. However, if the proper technique is not followed, it can cause the 45 degree chamfer of the anterior snaplock to not be fully aligned with the 45 degree chamfer of the tibial baseplate. When this happens, the anterior snaplock gets smashed and prevents the articular surface from seating into the baseplate. While the corresponding rnp (risk priority number) level does not require risk control measure, a design change to reduce the sensitivity was implemented as an ongoing improvement to reduce the product loss and improve surgeon satisfaction. The design change incorporates adding to the snaplock length which increase the amount of chamfer to chamfer contact between the articular surface and baseplate, thus reducing alignment sensitivity. Based on the available information a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records did no find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.